Manufacturer narrative:
5/12/1998: h6 - primary finding of device analysis revealed a motor stall coil anomaly.

Event description:
Pt reported that she had recently fallen and hit the pump on the side of a tub. The pt also stated that she was not receiving adequate pain relief from the implanted infusion pump, and that there had been volume discrepancies on refill. On follow-up with the pt's physician, they stated that the pt and the device are both fine. A dye study had been performed which indicated that the catheter was patent, and that the pt had been refilled recently with no complications. The MFR rec'd the explanted device 3 weeks later with a returned product form confirming the pt fall. The pt has been reimplanted with another device. No further info is available as of the date of this report.